Event description:
It was reported that an alert was received due to a high out of range shock lead impedance measurement measuring 127 ohms. It was noted that impedances have been gradually increasing. There were no observations of noise. Subsequently, they attempted a lead revision however, due to the lead being adherent and the vein being occluded they could not successfully implant a new lead. The original lead was connected to the new implanted device. Impedances were noted to be within range post-surgery. At this time, the lead remains in service. No additional adverse patient effects were reported.